Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced hematoma at the lead site following a scs system implant. Post operatively the patient reported loss of movement in her lower extremities. Subsequently, the physician explanted the scs system and also removed the hematoma during the explant surgery. Reportedly, the lower extremities movement returned postoperatively. The patient stayed in the hospital under observation and had a drain.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient was discharged on (B)(6) 2016.